Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cerelink sensor (ID 826851) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history records (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
Na.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a cerelink sensor (ID (B)(6)) was implanted on (B)(6) 2025, and functioning normally until the patient returned from a CT scan on (B)(6) 2025. The cerelink monitor was displaying negative intracranial pressure (icp) values (approximately ¿5 mmhg). The values increased when the patient¿s head of bed was lowered toward a supine position. All troubleshooting steps were completed, including disconnecting and reconnecting the microsensor from the patient extension cable, power off and on the cerelink monitor, replacing the patient extension cable, and swapping the monitor. The icp values began to rise afterward. The CT scan indicated that the microsensor was located in a ¿shallow area¿ and ¿nearing the outside of the brain. The microsensor was explanted on (B)(6) 2025, due to unreliable numbers. Additional information: - implant location (ex: parenchyma): parenchyma. - was the integra/codman icp monitor connected to a patient monitor: yes. - if yes, provide patient monitor make & model: philips monitor intellivue. - was the patient lead always connected: yes.